Manufacturer narrative:
E1: patient city: (B)(6). Patient country: sweden.

Event description:
Reference number (B)(4). Event occurred in sweden. It was reported that on (B)(6) 2024 insulin flow alarm occurred and occlusion reoccurred in the tubing where it is connects to reservoir and from site quick release. No further information available.